Manufacturer narrative:
The device was received by resmed. The reported complaint could not be reproduced. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no harm or injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no harm or injury reported as a result of the event.